Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump with updated software, provided storage mode instructions, and advised the caller to return the damaged pump using a pre-paid label.